Manufacturer narrative:
Mastergraft granules, 30cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a posterolateral fusion l4-s1 due to a prior failed fusion/pseudoarthrosis and stenosis. 16 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 250 ccs, or time was 210 min, hospital stay was 96 hrs. 12 months post-op, the patient underwent an l4-l5 laminectomy, fusion, and removal of hardware. Rhbmp-2/acs was used in the revision surgery. The patient returned to work 145 days post-op. The patient was last seen 11 months post-operatively; no additional complications were reported. Reported pain preop least pain: 4 last follow up least pain: 4 presurgery most pain: 6 last fu most pain: 5 pre-post change in least pain: 0 pre-post change in most pain: 1.